Manufacturer narrative:
.

Event description:
On (B)(6) 2015 it was reported that the patient was undergoing replacement surgery due to end of service. It was noticed during surgery that the lead looked coiled. From images provided, the coil inside the insulation appears to be coiled. The explanted generator and lead were received for analysis on 09/16/2015. Analysis is currently underway but has not been completed to date.

Event description:
Product analysis for the generator was completed and approved on (B)(6) 2015. During analysis it was found that the battery was depleted as the result of normal battery depletion. The depletion was an expected event. The module performed according to functional specifications. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device. Product analysis for the lead was completed and approved on (B)(6) 2015. The electrodes were not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. The abraded openings found on the outer silicone, most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids inside the outer silicone tubing. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified.